Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Surgeon reported that during a total knee procedure, that he accidentally cut the patient's medial side tendon with the saw. The tendon was repaired and the surgery was rescheduled for later in the day. The surgeon reported that the saw did not malfunction.